Event description:
Ventilator number (B)(4), was on the patient in ER, patient arrived to ICU. ICU respiratory therapist (rt) was setting up ventilator and before putting the patient on the ventilator message "technical error 51" appeared. Ventilator removed from room, message sent to team net medical device service, and manager aware. Biomed: device was not on a patient at time of error. Clinical engineering was not notified of incident at time of ce work order. Technician completed check out and could not duplicate issue. Unit has been returned to service after issue could not be duplicated. This is associated with clinical engineering work orders (B)(4).